Event description:
Related to MFR report # 2183959-2012-01572. Related to MFR report # 2183959-2012-01575. The plaintiff's attorney reported that the plaintiff was implanted with ams device apogee system "on or about (B)(6) 2006" and that the plaintiff "underwent repair surgery on or about (B)(6) 2011." The plaintiff's attorney alleges that the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.